Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 3.00 x 16mm taxus express2 drug eluting stent, the stent was found to be partly broken at the distal part. The procedure was completed with another taxus express2 stent. No patient complications were reported.